Event description:
"Error noticed with infusion. Drop factor not accurate to set infusion rate. Primary rn informed to discontinue and remove pump and tubing from service. Medication: bumetanide. Primary infusion 8 ml/hr vtbi: 100 ml. Remaining vtbi: 11.3. Actual volume left in bag: 0".